Event description:
A reporter called to submit a report about his freestyle libre meter. He said the sensors get disconnected from the meter. He said in the past 2 weeks 5 sensors got disconnected from the meter. He also said the meter does not stay charged.